Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified left superficial femoral artery. The 6.0mmx20mmx135cm (4f) otw sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation, at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 6.0mmx20mmx135cm non bsc balloon catheter. No patient complications were reported and the patient's status was good.